Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the inlet tube of the pump at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations, surrounded by abrasion, were noted on the inlet tube and both exhaust tubes of the pump. These were not sites of leakage. Abrasion was noted on the exhaust tubing of both cylinders near the tube/strain relief junction. No functional abnormalities were noted on either cylinder. No functional abnormalities were noted on the reservoir. Based on examination of the returned product, it was concluded that while in-vivo, both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress being exerted on the inlet tube at the tube/strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted and removed/replaced on (B)(6) 2021 due to torn tubing noted above the pump.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the device was explanted and replaced due to torn tubing above the pump. No other adverse patient effects were reported.